Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was not working properly. Patient stated 3. 5 weeks ago they had a knee replacement and they turned the device off during the surgery and left it off for 24 hours. Patient turned it back on at the same setting and ever since then they had not been getting any symptom relief, but prior to that they were getting at least 50% relief. Caller was concerned that the surgery jarred something or if their surgical pain refocused their symptoms. Patient was back to peeing all the time. Patient service specialist reviewed the option to try another program. The caller was looking for advice in which program to try. Patient services reviewed with the caller that it is trial and error. Patient will maintain stimulation level and will continue to track symptoms. Patient services redirected to doctor if issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.